Manufacturer narrative:
(B)(4). Date manufactured february 17, 2016 ¿ february 19, 2016. The device was received for sample evaluation. A visual inspection identified an untightened blue winged luer cap and fluid inside the bag that contained the sample. A functional leak test was performed with no issues identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that a singleday infusor, which was filled with fluorouracil, leaked during storage. The location of the leak is unknown. No additional information is available.